Event description:
The clinic reported that 500 ml had been removed from the pt during the course of the pt's treatment on the prisma machine. The investigation determined that the machine's fluid removal should have been set by the operator for "o"; however, the ic nurse caring for this pt accidentally reversed the fluid removal, and dialysate rates; she programmed the fluid removal for 500 ml/hr and programmed the dialysate for "o" according to the facility's clinical educator, there was no pt injury or medical intervention warranted as a result of this event and the blood was returned. Approx two hours later, however, the pt's family terminated all life-support on the pt. Facility's clinical educator stated that the mix-up with the fluid removal and the dialysate did not influence the family's decision nor did it contribute to the pt's death. Gambro technical service (gts) rep inspected this prisma machine and found that it performed according to MFR's specifications. The events history did not reveal any significant info.